Event description:
The customer reported being hospitalized for high blood glucose. Troubleshooting was performed. The device passed the tests. The customer stated that high blood sugar could have been caused by customer not being reconnected properly at quick release.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.